Manufacturer narrative:
No device returned for investigation.

Event description:
It was reported that the case of a kinked tube, but close to the connector. The weight of the tubes was enough to block the tube almost completely several times.